Event description:
Catheter broke while in patient.

Manufacturer narrative:
It was reported that "catheter broke while inside the patient" a torn catheter shaft was confirmed. It was reported that the patient was not harmed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.